Event description:
See h.11.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a scheduled implantable neurostimulator (ins) replacement procedure for deep brain stimulation, the patient's system showed out of range impedances on the left and right leads when interrogated in pre-operative testing, with possible open circuits on contacts 1, 2, 9, and 10. During the procedure, when the physician attempted to use the wrench included with the new generator, the wrench would not engage with either screw located on the back of the previous generator. A new wrench was provided, but the issue persisted. To avoid subjecting the patient to re-tunneling new extensions, the physician cut away the plastic covering the screws, which allowed enough traction to twist the screws using another instrument. Both screws were removed, and the extensions were able to be removed from the generator channels without damage. The extensions were then connected to the new generator and secured with the screw sets. Multiple impedance checks were conducted after intervention, and all impedances were within range. The case was delayed by approximately eight minutes. No patient complications have been reported as a result of this event.